Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed and was determined to be a type of phenomenon listed within the product IFU warnings. The product returned for evaluation was a 20ga x ¾¿ safestep infusion set (w/ y-site). The sample contained blood-like residue indicating use. Further evaluation found no potential leakage source. Functional flow testing of the sample, using water and a 12ml syringe, resulted in the formation of a single bead of fluid on top of the blue y-site valve but no continuous leakage was observed. The safestep IFU provides the following warning related to this event, ¿needleless y-injection site valve may leak slightly at certain pressures resulting in a small bead of fluid on the valve.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the safestep port needle leaked at the y-site.